Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the pump had multiple loss of prime instances, and the patient was hospitalized with a blood glucose (bg) and 600 mg/dl/ very weak, dehydrated, vomiting and nausea. Treatment included IV fluids and insulin injections. This complaint is being reported as the patient experienced hyperglycemia and the loss of prime issue was not resolved.

Manufacturer narrative:
Follow-up #1: date of submission 02-aug-2019. Device evaluation: the device has been returned and evaluated by product analysis on 30-jul-2019 with the following findings:.during investigation, there were no pump defects found. The loss of prime was due to unidentified low force to. The prime and resume of deliveries were recorded in the black box approximately 1 hour after loss of prime at 22:07pm. The complaint reported medical treatment on (B)(6) 2015 due to loss o f prime . The black box verified warning 162 "loss of prime" warning on 8/30/2015 at 20:58pm , user confirmed warning on 8/30/2015 at 21:01. A loss of prime recorded in the black box with low non zero force . The force sensor was tested and found to be within spec. Investigation basal duration was unable to duplicate loss of prime. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.